Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the trip wire of the device was fractured. There was no difficulty experienced upon setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Problem code 1069 for the reportable issue of trip wire broken. Block h10: investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that only the ligator head was returned while the trip wire was not returned with the device. There were six bands attached on the ligator head and all bands were placed on their original positions. It was noted that the ligator teeth did not show damages. Additionally, it was possible to observe that the suture was attached to the ligator head and there was evidence that the suture was likely cut by a sharp tool in order to separate the device from the scope. This condition is not considered as an issue of the device. The suture hole was also noted to be in good condition and no damages were observed. No other issues with the device were noted. The reported event was not confirmed. Based on the evaluation of the returned device, no failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the trip wire of the device was fractured. There was no difficulty experienced upon setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.